Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the controller was getting settings not available at 0 ma as soon as the controller was turned on. The representative was unable to increase stimulation. The tablet was connected and it was confirmed that the patient was at 5 ma while the controller still showed out of range at 0 ma. Troubleshooting had the representative uncouple the controller and try again and the patient was then able to adjust stimulation. It was suspected that the controller was still connected to something else. It was noted that electrode seven was greater than 40k ohms in reference to all electrodes while all other electrodes were between 900-1100 ohms. Troubleshooting resolved the issue. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative. It was reported that the cause of the high impedances was unknown. The contact in question was not used and the patient was able to get relief using other contacts. No further complications were reported/anticipated.